Event description:
9/29/93 - patient had implantation of artificial urinary sphincter for urinary incontinence. This was due to sphincter dysfunction, prostatic cancer and prostatic surgery radiation. Six weeks post surgery, patient complained of numberous problems related to sphincter (incontinence, voiding difficulties). Admitted for revision of artificial urinary sphincter. Replacement of reservoir and pump. Cystoscopy.